Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 5 devices were received for evaluation; approx 5 events were confirmed during testing. Approx 4 devices were found to be affected by corrosion. Approx 1 device was found to have a burnt flex assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device smoked. Approx 4 events had patient involvement; no patient impact. Approx 1 event had no patient involvement; no patient impact.